Event description:
It was reported that the patient had the artificial urinary sphincter cuff replaced with a smaller size as the cuff did not adequately occlude the urethra, resulting in no improvement of continence. The existing pump and balloon were reconnected to the new cuff. No additional patient complications were reported.